Event description:
The clinic reported that patient presented with undercorrection post treatment of -0.25. Surgeon said that laser was not powerful enough.

Manufacturer narrative:
Field service specialist visited the account and checked the system and there was no technical trouble found. Minor adjustment was done as it was found slightly positive but within range. Surgeon was in doubt during this session because he said he was not able to see the beam shots on screen as he is used to watch, giving him the impression the beam was not powerful enough. Field service specialist explained that if a power loss occurs the system would stop and report an error condition, which was not the case. All pertinent information available to abbott medical optics has been submitted. Placeholder.